Manufacturer narrative:
The field service engineer (fse) stated the sample was a pour-off due to the low volume of the original tube. The sample was rejected by the automated sample processing unit due to low volume. The fse inspected the analyzer and could not identify the cause of the issue. He only made adjustments to the sample probe. He verified the analyzer's performance through an instrument check and a precision test with acceptable results. The customer performed qc with acceptable results. The calibration and qc data were requested but not provided. The customer stated there were no issues with the calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient tested on the cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The doctor questioned the result which prompted a rerun of the sample. The sample was also rerun on the laboratory's other e 801. The initial result from the analyzer was 0.646 ng/ml. The first repeat result from the other analyzer was 11.8 ng/ml. The second repeat result from the analyzer was 12.3 ng/ml. The repeat results were deemed correct. The reagent lot number was requested but not provided.